Event description:
This patient experienced a series of endoleaks at various locations of his ancure graft. In 2001, patient underwent coil embolization of inferior mesentric artery (ima) which was feeding the aneurysm sac. Successfully resolved type ii endoleak. Type I enodleak discovered at the left iliac. The next month, patient underwent angioplasty and wall stent placements in the left iliac limb to treat type I endoleak and stenosis. Leak was slowed, but did not resolved entirely. A possible type I endoleak noted at the right iliac attachment site. In 2003, patient underwent implant of an aneurx graft extension in left iliac artery which stopped that type I endoleak on the left limb at a point beyond the hypogastric artery. Three mos later, patient underwent a retroperitoneal procedure to stop the type I endoleak on right iliac limb. The right graft limb was found to be attached well posteriorly and not anteriorly. The graft was sutured to the artery. The following month, patient underwent open procedure to repair the aaa and explant the ancure graft. Two mos later, patient underwent procedure to evacuate a hematoma which developed post-op. Patient stable.

Manufacturer narrative:
Notification of endoleaks was received from the law firm as result of a claim. Ima feeding aaa (type ii leaking) appears to be present from the beginning to the end of the patient's treatment for aneurysm: in2000, patient implanted with ancure bifurcated graft to treat a 5cm aaa and aneurysm of left distal femoral artery and origin of right iliac artery. Post-surgery - no leaks present. In 2001, patient underwent coil embolization of inferior mesenteric artery (ima) which was feeding the aneurysm sac. Thirteen days later, exam shows a stable type I endostent leak at the left iliac attachment and stable 5cm aaa. In 2002, exam showed stable 5.5cm aaa and 2.5cm left common femoral artery aneurym. Five mos later, exam shows 2.7cm left common femoral artery aneurysm. Five mos later, exam shows 3.0cm left and 5.9 aaa aneurysms. In 2003, exam shows 6cm aaa and possible recanalization near ima. Right leak will not be repaired with graft extension as it would result in bilateral occluded hypogastrics. Two mos later, during the retroperitoneal procedure on right iliac, perigraft flow around the endograft was present indicating a proximal source. A mo later, patient underwent open surgical procedure after evidence of endoleak (of unstated source) present at previous month's exam.